Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic choledocholithotomy, the 1st and 2nd device would not clip. The procedure was completed with another device. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device opened without the packaging. The instrument was partially applied with ten clips remaining. The clip counter was no longer active. No visual abnormalities were observed with the instrument. Pmv functional testing indicated that the instrument was applied to appropriate test media. The instrument cycled without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. If information is provided in the future, a supplemental report will be issued.